Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d9, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was not returned in its original packaging. The stylet as well as the stopper was not returned with the aspiration needle. The handle section appeared to have no signs of physical damage as there are no cracks or chips observed on the handle, needle slider, or aspiration port. Furthermore, it was observed that the middle portion of the sheath is severely bent and kinked. The tip of the needle has indications of dried foreign tissue which is consistent with use. During the device evaluation, the needle slider was pushed in the distal direction to fully extend the needle, however the needle failed to extend passed the plastic sheath and the needle length was unable to be measured. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the customer¿s issue was due to mishandling as the sheath was severely bent and kinked. Additionally, there was dried foreign residue inside the sheath which is consistent with use. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿extend the needle slowly. Failure to do so could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage.¿ ¿do not push in the needle slider abruptly or pierce tissue with excessive force. The needle could extend from the distal end of the sheath abruptly and potentially result in perforation, excessive bleeding, and/or mucosal damage. It could also damage the endoscope or the device itself.¿ ¿do not coil the insertion section with a diameter of less than 15 cm. This could result in damage to the insertion section.¿ ¿do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the single use aspiration needle had needle malfunction. The event occurred during an endobronchial ultrasound (ebus) diagnostic procedure. It was reported that the plastic sheath of the needle extended (or stretch) after the first pass the needle, when pushed out, the covered by the needle plastic sheath. The procedure was completed using similar device (periview flex). There was no report of patient harm or user injury associated with this event.